Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted.

Event description:
It was reported that this pacemaker exhibited noise on both the right atrial (ra) and right ventricular (rv) channels. The noise was oversensed on the rv channel. Additionally, pacing inhibition was noted and the patient experienced asystole greater than 2 seconds. The pacemaker triggered alerts for low out of range rv pacing impedance measurement and low rv amplitude measurement. Boston scientific technical services consultant recommended further testing. Provocation testing was performed and the noise issue could not be replicated. The plan is to perform a chest x-ray and possibly replace the rv lead. This pacemaker, ra and rv leads remains in service and there were no additional adverse patient effects reported. Additional information was provided on (B)(6) 2021, it was reported that a chest x-ray was performed on the patient. A subclavian crush was identified by the physician. The rv lead was completely severed and the ra lead body exhibited a prominent tight angulation. The proximal portion of the rv lead was removed but the distal portion remains in situ. Attempts to remove the ra lead was made but was unsuccessful. Subsequently, the ra lead was therefore cut (proximal portion removed but distal portion left in situ). This patient is being referred for surgical lead extraction. A new rv lead was implanted using axillary access and the existing device programmed to vvi 50bpm with the atrial port plugged until further intervention can be arranged at a later date. No additional adverse patient effects were reported. This pacemaker remains in-service.